Event description:
It was reported that the insulin pump alarmed motor error and experienced battery issues. The caller did not recall the blood glucose reading. The customer's husband stated that, when the battery was changed, the insulin pump would not accept it. He stated that the battery cap needed to be overtightened in order for the compartment to retain the battery. He stated that the insulin pump would restart during the battery change, and the issue began about 4 months prior to the call. The insulin pump was not present for proper troubleshooting. He advised that he would call back when the customer was available with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.